Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported dehiscence resulting in paravalvular leak remains unk. However, info from the field indicated the pt may have had endocarditis.

Event description:
The info provided to sjm indicated a female pt underwent aortic and mitral valve replacement. The aortic valve was replaced with a 19mm sjm regent valve (model#: 19agfn-756, serial# (B)(4)). The pt presented with a para-valvular leak as a result of dehiscence. The physician confirmed the pt to have endocarditis. On (B)(6) 2014, the leakage was successfully corrected using an amplatzer vascular plug.